Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 08-nov-2016: global ptc number: (B)(4). Lot number: e25511. Expiration date: 28-sep-2018. Manufacturer date: 09-jul-2015. As of 09-oct-2016, the responsible quality unit (rqu) has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future a child case will be opened and an investigation will be completed on the returned device. Rollback difficulty is defined as an event in which either the user is unable to perform initial rollback of the thumbwheel due to very high resistance, or able to perform initial rollback of the thumbwheel, but the activity is difficult due to higher than expected level of resistance. Several factors can contribute to a rollback difficulty event. The most likely root causes are a defective thumb wheel or defective catheter rack which prevents the rollback mechanism, inadvertent closure of a hysteroscope valve during the placement procedure which binds up the catheter components and prevents rollback movement, excessive solder material which could prevent components from sliding past each other, a damaged micro-insert which could bind the micro-insert to the outer catheter and prevent catheter movement, or tubal spasms which bind catheter components and temporarily restrict the movement of catheter components. Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform tile following steps in order to achieve proper detachment: rollback to initial hard stop; depress button and perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device deployment ssue and device insertion failure. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect as well as a batch investigation with respect to similar ae cases are not applicable. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-nov-2016 for the following meddra preferred terms: device deployment issue: the analysis in the global safety database revealed 271 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, case report refers to a (B)(6) female patient who was involved in a reimbursement or compensation activity and had essure (fallopian tube occlusion insert) inserted. At the time of the implant release in right fallopian tube, thumbwheel was turning without gripping, and right implant remained fixed to the delivery catheter. A laparoscopy was performed and essure was removed with alligator forceps. This event, seen as deployment issue, is listed in the reference safety information for essure. During difficult insertions essure placement may be unsuccessful. In this case, insertion failure occurred due to technical issue and bilateral insertion was not done. As the event occurred at the time of essure insertion procedure, a causal relationship cannot be excluded. This case was regarded as incident since a surgical intervention was performed. A review of the manufacturing batch record confirmed that final product met all release requirements. Since no sample was returned, it is not possible to confirm any quality defect or malfunction.

Manufacturer narrative:
Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of ptc essure legal manufacture has changed from (B)(4) to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc ((B)(4)) received on 14-dec-2016: (B)(4). Date of manufacturer: 07-sep-2015. Expiration date: 28-sep-2018. Date of sample received at quality unit: 28-nov-2016. Rollback difficulty is defined as an event in which either the user is unable to perform initial rollback of the thumbwheel due to very high resistance, or able to perform initial rollback of the thumbwheel, but the activity is difficult due to higher than expected level of resistance. Several factors can contribute to a rollback difficulty event. The most likely root causes are a defective thumb wheel or defective catheter rack which prevents the rollback mechanism, inadvertent closure of a hysteroscope valve during the placement procedure which binds up the catheter components and prevents rollback movement, excessive solder material which could prevent components from sliding past each other, a damaged micro-insert which could bind the micro-insert to the outer catheter and prevent catheter movement, or tubal spasms which bind catheter components and temporarily restrict the movement of catheter components. Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint, visual inspection was performed and it was confirmed that all components are present, all IFU steps were completed inner catheter and delivery wire bonds were cured, damages were observed on delivery catheter (coils overlapping in the inner catheter). Micro insert was found broken and stretched; the half band is not available for investigation. The coil catheter was found stretched. Delivery wire is totally retracted, therefore measurement of the landing area is not possible. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a detachment difficulty and rollback difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following med dra llt: device malfunction and device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect as well as a batch investigation with respect to similar ae cases are not applicable. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-dec-2016 for the following meddra preferred terms: device malfunction: the analysis in the global safety database revealed 36 cases. Device breakage: the analysis in the global safety database revealed 1453 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, case report refers to a (B)(6) female patient who was involved in a reimbursement or compensation activity and had essure (fallopian tube occlusion insert) inserted. At the time of the implant release in right fallopian tube, thumbwheel was turning without gripping, and right implant remained fixed to the delivery catheter (seen as device malfunction). According to product technical complaint, micro insert was found broken. A laparoscopy was performed and essure was removed with alligator forceps. The events are anticipated according to the reference safety information for essure. During difficult insertions essure placement may be unsuccessful. In this case, insertion failure occurred due to technical issue and bilateral insertion was not done. As the events occurred at the time of essure insertion procedure, a causal relationship cannot be excluded. This case was regarded as incident because a surgical intervention was performed. Based on the available information a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
Follow-up received on 07-oct-2016 from physician: patient´s initial and date of birth were updated (she was (B)(6) years old). It was reported that essure was placed on (B)(6) 2016 under general anesthesia since the beginning of the placement procedure. Hysteroscopy for essure placement: ostia were tracked; implant was placed in left fallopian tube: three expanded outer coils. Right fallopian tube: nothing to report on fallopian tube catheterization, nothing to report on implant insertion. At the time of the implant release in right fallopian tube, thumbwheel was turning without gripping. It was not possible to remove implant by vaginal way without pulled off the fallopian tube. So it was decided to perform diagnostic and operative laparoscopy; tubal sterilization by laparoscopy after essure insertion failure on right side (essure in place on left). Right parietal-colic adhesions were observed on appendectomy scar. Each isthmus were coagulated with bipolar forceps and scissors. Procedure took 41 minutes. It was also reported that she was hospitalized and device was available for return. Company causality comment: this medically confirmed, case report refers to a (B)(6) year-old female patient who was involved in a reimbursement or compensation activity and had essure (fallopian tube occlusion insert) inserted. At the time of the implant release in right fallopian tube, thumbwheel was turning without gripping, and right implant remained fixed to the delivery catheter. A laparoscopy was performed and essure was removed with alligator forceps. This event, seen as deployment issue, is listed in the reference safety information for essure. During difficult insertions essure placement may be unsuccessful. In this case, insertion failure occurred due to technical issue and bilateral insertion was not done. As the event occurred at the time of essure insertion procedure, a causal relationship cannot be excluded. This case was regarded as incident since a surgical intervention was performed. A product technical complaint analysis is being sought.

Event description:
This is a solicited case report received from a pharmacist in (B)(6) on 07-sep-2016 which refers to a female patient of unspecified age who was involved in a reimbursement or compensation activity, (B)(6). Study description: essure generic reimbursement program. On (B)(6) 2016 patient had an attempt of essure (fallopian tube occlusion insert) insertion, lot number e25511. The reporter stated that at the time of the implant release in right fallopian tube, thumbwheel was turning without gripping, and right implant remained fixed to the delivery catheter. Laparoscopy was done to check if there was no lesion around uterus and to remove system with alligator forceps. Event occurred during placement; insertion failure was due to technical reason: laparoscopy and tubal sterilization performed with bipolar forceps. Bilateral sterilization performed. Bilateral insertion was not done. No causality assessment was given. Company causality comment: this medically confirmed, case report refers to a female patient who was involved in a reimbursement or compensation activity and had essure (fallopian tube occlusion insert) inserted. At the time of the implant release in right fallopian tube, thumbwheel was turning without gripping, and right implant remained fixed to the delivery catheter. A laparoscopy was performed and essure was removed with alligator forceps. This event, seen as device deployment issue, is listed in the reference safety information for essure. During difficult insertions essure placement may be unsuccessful. In this case, insertion failure occurred due to technical reason and bilateral insertion was not done. As the event occurred at the time of essure insertion procedure, a causal relationship cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Further information will be obtained through the litigation process.